Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was hard to push, more so when the pump case was on. Tandem's customer technical support advised there were other cases available for purchase. The customer's blood glucose level was 144 mg/dl. The customer applied more pressure to the wake button to address the issue.